Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported to have received a no delivery alarm during a bolus delivery. Customer's blood glucose was 547 mg/dl. Customer was not able to troubleshoot. Customer was advised to change infusion set.